Event description:
This is report 5 of 5. This is a report of peritonitis and no bowel movement in a patient coincident with dianeal therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. On an unreported date, the patient had no bowel movement which led to peritonitis. The patient was hospitalized for the event. Treatment was not reported. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4) follow-up information was received from a nurse: the nurse could not confirm the cause of the peritonitis, but stated it could be possibly due to no bowel movement. The patient was discharged from the hospital. On an unreported date, the patient was retrained on proper pd dialysis technique. A batch review was conducted for the potentially associated lot number h12j11037, h12l13070 and h13a04047. No exceptions were observed that were related to the reported condition.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4).